Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was implanted, and the following day, during follow-up, it was observed that the sensing values had decreased and the capture threshold had increased. A chest x-ray was performed and showed the lead was dislodged. As a result, the physician decided to reposition the lead, which was successfully performed with satisfactory lead measurements. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of dislodged or dislocated is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was implanted, and the following day, during follow-up, it was observed that the sensing values had decreased and the capture threshold had increased. A chest x-ray was performed and showed the lead was dislodged. As a result, the physician decided to reposition the lead, which was successfully performed with satisfactory lead measurements. The lead remains in service. No additional adverse patient effects were reported.